Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: stockert 70 system model# m-5463-01 serial# (B)(4). (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular nodal reentrant tachycardia ablation procedure for supraventricular tachycardia with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. During the procedure, the patient developed complete heart block after the application of radiofrequency energy. The patient had a permanent pacemaker inserted. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event as the patient was discharged the following day. The physician¿s opinion regarding the cause of the adverse event is that he was too aggressive and burned the bundle of his. Generator settings included: temperature control mode with target temperature of 60°celsius and power of 50 watts. There were a total of 42 radiofrequency applications performed.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an atrioventricular nodal reentrant tachycardia ablation procedure for supraventricular tachycardia with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. The returned device was visually inspected and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the hearth block remains unknown.